Event description:
It was reported that the sponge of a minicap had inadequate iodine. The caregiver (cg) stated that prior to use it was discovered that the minicap sponge lacked iodine. The cg reported that the sponge was not touched. The product was disposed of and the patient started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: manufacture date: 10/12/14-10/20/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The sample was visually inspected with the naked eye. The presence of iodine was detected. Product met specification due to the minicap having the presence of iodine on the sponge. Should additional relevant information become available, a supplemental report will be submitted.